Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer' s husband reported via phone call that the customer experienced hyperglycemia. Customer blood glucose value was 448 mg/dl to 285 mg/dl. Customer¿s other relevant blood glucose value were 499 mg/dl, 400 mg/dl, 440 mg/dl, 189 mg/dl, 453 mg/dl, 482 mg/dl, 553 mg/dl and 250 mg/dl. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.